Manufacturer narrative:
The event unit has been returned to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: robotic assisted cholecystectomy. Event description: (B)(6) ¿ cd003 ¿ listed as "when closing endocatch bag after bagging gallbladder, the string detached from bag and appeared to have shredded" product is available for return. Additional information received on 21sep2023 via email from [facility] general materials management operations manager: no patient injury occurred. Another bag was opened and used to complete the case. Intervention: another bag was opened and used to complete the case. Patient status: no patient injury occurred.

Event description:
Procedure performed: robotic assisted cholecystectomy. Event description: 7/27/23 ¿ cd003 ¿ listed as "when closing endocatch bag after bagging gallbladder, the string detached from bag and appeared to have shredded". Product is available for return. Additional information received on 21sep2023 via email from [facility] general materials management operations manager: no patient injury occurred. Another bag was opened and used to complete the case. Intervention: another bag was opened and used to complete the case. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a detached and shredded cord loop. It was also observed that the specimen bag was cut into two portions, and a fragment of the bag was missing. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Additionally, it is likely that the bag was cut by an instrument to retrieve the specimen after the cord loop broke. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: adding 553 - bag to h6 component code.